Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced an insulin occlusion alert on an ilet system while using a steel contact detach 6 mm infusion set with a 23-inch tube and a recorded blood glucose of 185 mg/dl, after which the user performed a full supply change including cartridge and infusion set with guidance. Symptoms included elevated blood glucose. Outcomes included resolution of the alarm and continued insulin delivery after replacement of the cartridge, tubing, connector, and infusion set with proper priming and cannula fill prior to application. Investigation included troubleshooting and user education on correct infusion set priming sequence and supply replacement. Investigation of this case revealed that the occlusion alarm was associated with the prior infusion setup, with no drops observed at the on-body site during initial priming and resolution achieved only after full supply change and correct fill sequence, consistent with an infusion set and supply-related flow obstruction. It was concluded, based on previously established findings for similar reports, that the cause was user technique related to infusion set preparation and priming leading to an occlusion that resolved after proper setup.